Manufacturer narrative:
(B)(4). The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a needling procedure was performed in the left eye of a patient with a xen®45 gts implanted over two years before. Needling failed so another xen®45 gts was implanted with no issues. Following implant of the second device, event resolved. Both device remains implanted.